Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. It is possible the device was used with foreign material attached as the user was unaware. Pre-cleaning information- there was no delay to the start of pre-cleaning, which was done properly. Water and air was supplied to the air/water nozzle. Manual cleaning information- the accessories used for reprocessing were normal. The scope was submerged in cleaning solution. The air/water nozzle was wiped or brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported the evis lucera elite colonovideoscope had poor air/water supply. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the nozzle was clogged with foreign objects due to insufficient cleaning. This report is to capture the reportable malfunction of the nozzle was clogged with foreign objects due to insufficient cleaning noted at estimation.

Manufacturer narrative:
No additional information was available. The device was evaluated, and the reported issue was confirmed. Due to clogging of the nozzle, the air and water supply volume did not meet the standard value. Due to clogging of the nozzle, water removal ability did not meet the standard value. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a chip and had a white-clouded area. The adhesives around the objective lens and light-guide lens had a white-clouded area. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.